Event description:
A user facility submitted a repair request to the olympus service center; during procedure, the camera head had a screen sandstorm, screen error and noise. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, and additional information based on the legal manufacturer's final investigation. Additional information was received indicating, the reported issue occurred on september 3, 2022, during pre-use inspection and the unknown intended procedure was completed with a similar device. Since the device was manufactured over 15 years ago, a review of the device history record (DHR) could not be checked. During investigation, the reported issue was not duplicated. It was noted, corrosion was noted on the contacts, water leaked from the scratches on the cable, and it is likely that sandstorm image was temporarily displayed because water entered inside the device temporarily, resulting in communication failure. It was also noted that water leaked occurred at the time of reprocessing. The root cause of the reported issue could not be identified. Olympus will continue to monitor the field performance of this device.